Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted into the patient. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, bladder neck suspension, repair of rectocele, and repair of perineum due to sui, prolapse of vaginal wall, and grade ii-iii rectocele. Following insertion the patient experienced pressure, stabbing pain and aching vaginal area, inflammation, odorous vaginal discharge, stomach bloating, chronic uti, dyspareunia, urinary incontinence with frequency and urgency, urinary retention, and numbness of inner thighs and vaginal area. It was reported that patient underwent oophorectomy on 2008.